Manufacturer narrative:
The reported issue of an over-delivery was confirmed and fixed by replacing the damaged pcb. In addition, the service center replaced a damaged gearbox, damaged back housing and damaged power connection label and replaced an outdated battery. The service center upgraded the software version. The possible root cause of damage to the pcb and gearbox could not be determined at this time based on the available information. The possible root cause of an outdated battery could be related to expiry. The possible root cause of damage to the back housing and damage to power connection label could be related to unintentional customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is reviewed on a routine basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident unit has been requested but to date has not been received for evaluation. If the unit is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the unit delivered an excessive feeding amount.